Manufacturer narrative:
This report is related to (B)(4). This complaint was reported in a journal article published by stern et al in journal of endovascular therapy 2022, vol. 29(6) 913-920. Https://doi.org/10.1177/15266028211068762.

Event description:
A journal article reports of 2 patients (non-IFU) who had type iii endoleak. One patient required reintervention. Patients were divided into IFU and non-IFU groups based on neck length, diameter, and/or angulation. Patients were systemically heparinized to maintain an activated clotting time >250 seconds. Unsupported scallops were not routinely stented. Small fenestrations for the renal arteries were bridged with balloon-expandable, covered stents. Patients were followed postoperatively by cta and/or duplex ultrasound at 30 days, 3 months, 6 months, 1 year, and yearly thereafter. One hundred (100) patients were treated from 2012-2018 with the zfen device. Criteria for being treated outside of the IFU: neck length <4 mm, neck diameter >31 mm, or neck angulation >45 degrees. There were 18 patients outside IFU for two factors, and one patient was outside IFU for all three criteria. Aaa size for patients in the IFU: 56.1 mm. Aaa size for patients outside the IFU: 61.7 mm. Infrarenal neck diameter for patients in the IFU: 23.3 mm. Infrarenal neck diameter for patients outside the IFU: 26.6 mm. Infrarenal neck length for patients in the IFU: 6.9 mm. Infrarenal neck length for patients outside the IFU: 1.7 mm. Suprarenal angulation for patients in the IFU: 18.1 degrees. Suprarenal angulation for patients outside the IFU: 26.6 degrees. Infrarenal angulation for patients in the IFU: 30.1 degrees. Infrarenal angulation for patients outside the IFU: 27.8 degrees. Proximal diameter of implanted device for patients in the IFU: 29.1 mm. Proximal diameter of implanted device for patients outside the IFU: 31.1 mm.

Manufacturer narrative:
No devices were returned for evaluation. No imaging was available for evaluation. Additional information was requested on a number of occasions, but was not received. The medical director at cook reviewed the journal article. The medical director stated it is difficult to assess the grouped events listed in the journal article without further details or imaging. He also noted that obtaining clinical details and imaging on 10-year old cases would be difficult. The medical director noted that without further details than what is in the journal article, it is difficult to assess the reported events. The medical director commented on the results reported in the journal article. There was a low number of endoleaks as well as a low overall incidence of adverse events. Only minor differences in outcomes were found between the IFU and non-IFU group. A review of the device history record could not be completed as the lot numbers were unknown. There is evidence to suggest that user did not follow the instructions for use. The 2 patients involved did not fit the patient selection criteria as per IFU. This is a known potential adverse event as described in the instructions for use. A definitive root cause could not be determined from the investigation. Possible root cause(s) are: wear (abrasion); incomplete expansion of implant; mismatch of implant dimensions to patient anatomy; inadequate retention forces; leg extension separation; procedural factors. This report is related to (B)(4). This complaint was reported in a journal article published by stern et al in journal of endovascular therapy 2022, vol. 29(6) 913-920. Https://doi.org/10.1177/15266028211068762.

Event description:
A journal article reports of 2 patients (non-IFU) who had type iii endoleak. One patient required reintervention. Patients were divided into IFU and non-IFU groups based on neck length, diameter, and/or angulation. Patients were systemically heparinized to maintain an activated clotting time >250 seconds. Unsupported scallops were not routinely stented. Small fenestrations for the renal arteries were bridged with balloon-expandable, covered stents. Patients were followed postoperatively by cta and/or duplex ultrasound at 30 days, 3 months, 6 months, 1 year, and yearly thereafter. One hundred (100) patients were treated from 2012-2018 with the zfen device. Criteria for being treated outside of the IFU: neck length <4 mm, neck diameter >31 mm, or neck angulation >45 degrees. There were 18 patients outside IFU for two factors, and one patient was outside IFU for all three criteria. Aaa size for patients in the IFU: 56.1 mm. Aaa size for patients outside the IFU: 61.7 mm. Infrarenal neck diameter for patients in the IFU: 23.3 mm. Infrarenal neck diameter for patients outside the IFU: 26.6 mm. Infrarenal neck length for patients in the IFU: 6.9 mm. Infrarenal neck length for patients outside the IFU: 1.7 mm. Suprarenal angulation for patients in the IFU: 18.1 degrees. Suprarenal angulation for patients outside the IFU: 26.6 degrees. Infrarenal angulation for patients in the IFU: 30.1 degrees. Infrarenal angulation for patients outside the IFU: 27.8 degrees. Proximal diameter of implanted device for patients in the IFU: 29.1 mm. Proximal diameter of implanted device for patients outside the IFU: 31.1 mm.